Event description:
The customer reported getting an intermittent error 10004 and being unable to start up.

Manufacturer narrative:
(B)(4): the customer reported getting an intermittent error 10004 and being unable to start up. The unit was evaluated at philips. The device passed all testing, however, the error 10004 was noted in the system log. The error 10004 appears with a system failure, cycle power message which could be interpreted as being unable to start up. The control pca was replaced to resolve this issue as recommended in the service manual. We are considering this an intermittent control pca malfunction.